Manufacturer narrative:
On-site investigation was performed by our field service engineer. Signs of liquid were found on expiratory channel printed circuit board (pcb), pressure transducer pcb and control pcb. The provided pictures confirmed that the pcbs were contaminated and damaged. The cbs were replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. No device logs were received. The sources of the liquid/water was unknown. No part was returned for investigation, therefore the root cause for the damaged pcb could not be determined.

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref: # (B)(4).